Manufacturer narrative:
Additional information: h3. Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vticmo13.7 implantable collamer lens, -7.50/+1.5/077(sphere/cylinder/axis), within the same surgery on (B)(6) 2020, due to excessive vaulting. The lens was exchanged for a shorter lens within the same surgery and the problem was resolved. Cause of the event was unknown.